Event description:
It was reported that the pump was alarming with a no disposable alarm. Patient thought it was empty and removed the batteries. The pump continued to alarm. Batteries reinserted, settings reviewed and pump restarted. Display reads run at end of call.